Event description:
Surgery was recommended by physician who said if rptr didn't have surgery and have the pedicle screws, pins and stimulator implanted she would eventually be paralyzed. Six months after surgery rptr began to experience pain in lower back. Dr has recommended surgery again because one of the pins has broken.